Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch basic meter would not power on. The reporter indicated that the alleged issue started on (B) (6) 2010, at an unspecified time during the morning. An unknown time after the alleged issue began, the patient claimed that her blood glucose was tested on an employer's meter and a result of "68 mg/dl" was obtained. The patient also claimed that she received food and/or a drink as treatment from an unidentified health care professional (hcp) as a result of the alleged issue. The patient denied that she developed any symptoms because, of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received medical treatment from a health care professional as a result of the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.